Event description:
It was reported that the patient experienced stimulation on 2 of the 4 programs in her area of pain. The pain was in her back, but 2 programs stimulated her legs. It was noted she only had 2 programs working since implant. The patient stated that the health care professional (hcp) felt the implantable neurostimulator (ins) was not working properly. The patient also reported charging her device more than expected. It was noted the settings have not changed and she had 4 programs and settings of 8.10v - 8.40v. The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v014785, implanted: (B)(6) 2007. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).